Event description:
It was reported that the customer received a minimum fill message after filling a cartridge with 109 units of insulin. There was no impact to the customer's blood glucose level. The customer was able to complete the load process successfully with 120 units of insulin.